Event description:
It was reported that, "the patient underwent hip replacement surgery on (B) (6), 2006." It was further reported that, "after implantation, the patient heard an audible sound emanating from his hip. As a result, the patient experienced constant irritation and discomfort in the location of his hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.